Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154vrc, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received two shocks during a surgical procedure where monopolar cautery was being used. It appears that the shocked episodes where due to oversensing of external stimulus by the device and right ventricular (rv) lead. It was noted that most likely the magnet did not suspend detections and delivered the shocks when using cautery as the magnet was placed on the left side of the chest, when in fact the device was located on the right. The device and lead remains in use. No patient complications have been reported as a result of this event.